Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event; the associated MFR report numbers are 1225714-2013-01590 and 1225714-2013-01590. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info alleges that the pt experienced a cardiac arrest and expired approx three weeks later. This is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.